Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and passed the recognition and the engagement tests. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No cable damage was observed. Additional observation(s) not reported by site: the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is not obvious damage the conductor wire(s). Initial findings were partially confirmed. The instrument was placed on an in-house system and passed the energy recognition test but failed the energy delivery test. To clarify, the generator successfully recognizes the instrument, but the instrument was unable to deliver energy. Continuity was tested on the instrument and failed on one of the grips. The instrument was disassembled, and the break was isolated to the distal end.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was not working during the case and not delivering energy during the case due broken wire. The case was completed using another instrument of same type.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.